Manufacturer narrative:
Concomitant product: arctic front advance cardiac cryoablation catheter. Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿novel usage of the cryoballoon catheter to achieve large area atrial substrate modification in persistent and long-standing persistent atrial fibrillation.¿ j interv card electrophysiol. 2016.doi 10.1007/s10840-016-0120-y. Published online: 03march2016.

Event description:
The literature publication reported the following patient complication while using a sheath catheter: there were five (5) patients who had groin complications with hematomas, all of which required more that two weeks for a full recovery. The status/location of the sheath catheter is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.